Manufacturer narrative:
Annex codes were updated based on failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal connector part was broken. A backup same dv accessory was used for the procedure. The procedure was completed as planned with no reported injury.